Manufacturer narrative:
(B)(4) - paravalvular leak and s.a.m. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this device was explanted at implant. Through follow-up with the health-care provider, it was learned that the device was explanted due to a paravalvular leak. According to the operative report, the patient had severe mitral regurgitation. The edwards was ring was placed and after coming off bypass, there appeared to be at least moderate leak that appeared to be paravalvular along the p2 area. Upon inspection, a small tear was found in the p2 area and this was closed with horizontal mattress 4-0 prolene and annular sutures brought through the ring and tied. Surprisingly on valve analysis, the line of closure was no longer satisfactory and the line of closure was at 50% of the lateral dimension which was indicative that the patient had severe problems with sam. This is quite unusual in patients with ischemic mr and secondary to ischemic cardiomyopathy. Nevertheless, the ring was removed and replaced with another edwards annuloplasty ring.